Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and two months later, the patient complaints of abdominal pain, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed an inferior vena cava filter in place. After eleven months, a computed tomography (CT) was performed and it revealed that the filter was tilted to the right and anteriorly with the cone penetrating through the wall of the inferior vena cava into the pericaval/mesenteric fat. The arms of the filter have penetrated through the wall of the inferior vena cava into the pericaval/mesenteric fat. Therefore, the investigation is confirmed for alleged filter tilt and perforation of the inferior vena cava.based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 11/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.